Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that when the patient presented at a follow-up in-clinic, an x-ray confirmed that the right ventricular lead had dislodged. Pacing failure was also noted. Upon lead revision, the helix would not extend and a different lead was used. The procedure was completed without any adverse consequences to the patient.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
Correction: report source: (foreign should have been checked off in the initial report).